Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot# 24085440 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim. It was reported by customer that needleless connector is fusing to end of cvads, very difficult and unsafe to remove for patients. A staff member actually blistered both finger and thumb removing the connector for weekly maintenance.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.